Event description:
I am diabetic and use the one touch ultra mini to test my blood. For the past three weeks my numbers have been higher then normal. Just this morning I tested three times and had three different results. The numbers were 142, 113 and 154. Something is going on with the strips. I can't change them because my insurance company only allows one touch. Dose or amount: test 3 times a day. Frequency: three times daily. Dates of use: (B)(6) 2014. Diagnosis or reason for use: test blood sugar levels.